Event description:
The customer reported that the touchscreen stopped working and a reboot was required to regain functionally. Then the screen went black and the system stopped working. There is no report of pt injury.

Manufacturer narrative:
The customer indicated that they were going to attempt to repair the system themselves.